Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the experience of the healthcare provider who fired the device? Where in the green gap setting scale was the indicator located prior to firing? Did the surgeon close the device, wait 15 seconds and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Was the site of the bleed identified? If so, where was it located? In initial surgical procedure, were malformed staples identified? If so, where were they located and what was their shape? What is meant by the ¿staple line was not adequate¿? Was a leak test performed in the initial procedure? If so, what were the results? How was the issue addressed during reoperation? What is the current patient status?.

Event description:
It was reported that during a rectosigmoidectomy procedure, on (B)(6) 2017 the procedure occurred normally. On (B)(6) 2017 the patient had to be reoperated because they presented with bleeding. At the time of surgery, the doctor found out that the staple line in anastomosis was not adequate,